Event description:
According to the reporter, during a laparoscopic ileocecectomy, the cartridge could not be removed despite attempts to replace it after the first firing, as the firing lever did not return to its end position and the cartridge remained tightly attached to the handle. A new stapler was used to complete the procedure without issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.